Event description:
It was reported that the surgeon put in the 3.2 guide pin, 3.2mm threaded pin, 450mm, under x-ray. The surgeon realized that 1" of the wire tip had broken off. The surgeon removed the wire and replaced it with a new one. (Began reaming, reamer tip touched the broken wire remaining in the patient, and reamer tip broke off.) It was reported, that you can see broken wire and reamer tip on final x-rays. The surgery delayed for about 10 minutes.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).